Event description:
The user reported that after about 10 mins of operation the unit would begin turning itself on and off. There was no pt involved. The problem was identified as a defective power supply. The specific cause of the defect could not be determined. The supply was replaced. The event is not occurring more frequently or with greater severity than is usual for the device.